Manufacturer narrative:
Weight requested, but not provided.

Event description:
On (B)(6) 2015, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. No issues were reported. The patient tolerated the procedure. Post-operatively, the aneurysm shrinkage was observed. On an unknown date, follow-up imaging identified a proximal type I endoleak with the aneurysm enlargement (amount unknown). The cause of the endoleak was reported to be unknown. On (B)(6) 2019, an additional device was implanted to extend the proximal neck to repair the endoleak. Additionally coil embolization to the lumber arteries and the aneurysm sac was performed. The patient tolerated the procedure.